Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. Vascular access was gained via a central vein approach. The 99% stenosed lesion was located in a moderately tortuous forearm shunt. The physician noted resistance loading the 5.0mm x 1.5cm x 140cm spcb flextome monorail cutting balloon into the 4fr sheath. The balloon was advanced to the lesion and inflated 3 times to 6 atms each. No difficulties were encountered with inflation or deflation. The balloon catheter was then withdrawn into the 4fr sheath for removal, however the balloon became stuck in the sheath. The physician pulled the catheter, the shaft became elongated and the balloon detached within the sheath. The physician was able to successfully remove the detached balloon and the sheath as a single unit without further difficulty. The procedure was completed with this device. No patient complications were reported and patient status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. Vascular access was gained via a central vein approach. The 99% stenosed lesion was located in a moderately tortuous forearm shunt. The physician noted resistance loading the 5.0mm x 1.5cm x 140cm spcb flextome monorail cutting balloon into the 4fr sheath. The balloon was advanced to the lesion and inflated 3 times to 6 atms each. No difficulties were encountered with inflation or deflation. The balloon catheter was then withdrawn into the 4fr sheath for removal, however the balloon became stuck in the sheath. The physician pulled the catheter, the shaft became elongated and the balloon detached within the sheath. The physician was able to successfully remove the detached balloon and the sheath as a single unit without further difficulty. The procedure was completed with this device. No patient complications were reported and patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with 4fr sheath and 0.014 inch guidewire. The guidewire was returned inside the device and moved freely within the lumen. The balloon was detached from device. On microscopic examination of the balloon, it was noted that one blade was lifted for a length of 5mm from proximal end of balloon. The shaft was severely stretched therefore markerbands had moved on lumen and were at the distal end of the lumen. Both markerbands were present. The distal shaft was severely kinked and twisted along its entire length. No other damage to the device was noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is determined to be related to use/user error as a 4fr sheath was used and the dfu states to use a 6fr or larger sheath. (B)(4).